Event description:
The user facility reported that they experienced a total loss of image during a procedure. The physician withdrew the telescope from the pt and the procedure was completed with the use of another device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation revealed that the image is within specification. The device was tested for 5 hours and there was no image problem. The cause of the user's experience can not be determined. This report is being filed as an MDR in an excess of caution.